Event description:
Introducer sheath was placed in the right femoral vein. Proceeded to insert the pre-loaded filter introducer through the sheath. Locked "touhy-borst" in place. Sheath tip placed near the level of the renal veins in the ivc. Proceeded to retract the sheath from over the filter to expose the filter into the ivc. Touhy-borst was not locked in place at the burnish mark. When placing the sheath and filter assembly in the ivc to position the filter in reference to the renal veins, physician pulled on the filter introducer and inadvertently pulled the filter back into the sheath. Checked position of filter tip and positioned appropriately to filter. Upon discharge of the filter, noticed that the filter did not appear to open entirely and seemed to be creating a bulge at the proximal end of the filter, upon the ivc walls. Physician decided to retrieve the filter at this point. Filter retrieved. No injury to the pt.